Event description:
Customer reported the sys will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supply connectors, replaced the hard drive, and reloaded software. Sys operates as intended.